Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported issue. The electronic patient gas system (epgs) was powered up and the air and oxygen (o2) was set to 50 pounds per square inch (psi). The srt waited 15 minutes for the warm up cycle to calibrate the o2 analyzer. He calibrated the epgs successfully three times and did not observe an 'o2 sensor not calibrating' message. The unit was reconditioned per procedure. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's technical support specialist, the electronic patient gas system (epgs) was calibrated before the case.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control monitor (ccm) prompted the user to recalibrate the oxygen (o2) sensor after turning down the flow and fraction of inspired oxygen (fio2). The user recalibrated the o2 sensor and the message went away. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Although the unit was received on 09jul2021, it was not until 22jul2021 that information was received that the unit was related to this complaint. The field service representative (fsr) could not duplicate the reported problem. The electronic patient gas system (epgs) was replaced. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the epgs to pass calibration three consecutive times. The epgs met specification. This complaint is related to cr-82034/ MFR #1828100-2021-00251.